Event description:
Patient reported ruptured implant. Patient later also reported 'less full' implant,'burning and bruised feeling', 'lump in my breast is inflamed lymph nodes from whatever is leaking from the implant irritating my insides', and capsular contracture baker grade unknown. Device has been explanted. Record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "ruptured implant", 'less full' implant, 'burning and bruised feeling' on the right side of breast, 'lump in my breast is inflamed lymph nodes from whatever is leaking from the implant irritating my insides", "patient had a nasty horse riding accident resulting in needing a full body CT scan that confirmed it was a ruptured implant". The event of rupture is not related to the device. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "ruptured implant", 'less full' implant, 'burning and bruised feeling' on the right side of breast, 'lump in my breast is inflamed lymph nodes from whatever is leaking from the implant irritating my insides", "patient had a nasty horse riding accident resulting in needing a full body CT scan that confirmed it was a ruptured implant". The event of rupture is not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy-breast: unable to observe since it is not related to the device. Visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ruptured implant. Patient later also reported 'less full' implant, 'burning and bruised feeling', 'lump in my breast is inflamed lymph nodes from whatever is leaking from the implant irritating my insides', and capsular contracture baker grade unknown. Device has been explanted and replaced with non-abbvie brand.. Record relates to the right side.